Event description:
It was reported that during a laparoscopic gastric bypass procedure while creating the gastric jejunostomy on the seventh or eighth firing the resident closed the device. On the third firing stroke the resident noticed extreme resistance and could not finish the firing. At that time the resident asked the anesthesiologist to pull back on the gastric tube and he met resistance. They could not pull back on the tubing because the tubing was in tip of the device. When the resident closed the device he did not feel any resistance. The resident tried to open the device and he could not get the device to open. They had to convert to open. The device was entangled in tissue and the tube. They had to cut the device off the gastric tube and tissue. No extreme bleeding occurred. The surgeon hand sutured the anastomosis. The case was completed with no further issues. The account does not release devices.

Event description:
The customer stated that while performing the daily maintenance on the architect analyzer, the sample probe moved unexpectedly (auto-flush was initiated) sticking the operator's finger. The operator had (B)(6) (not specified) in response to the puncture exposure. The affected operator was wearing protective gloves and was following the on-screen instructions to remove the bleach/conditioner when the pipettors moved and cut the operator's finger. The operator did not need stitches for the cut.

Manufacturer narrative:
(B)(4). An investigation is in process. A final report will be submitted when the investigation is complete. Other: an investigation is in process.

Manufacturer narrative:
(B)(4). In an effort to determine the cause of this incident, an investigation was performed to evaluate the issue. The information provided in the complaint was reviewed along with the information provided during follow-up conference calls. Internal testing was also performed to reproduced the unexpected probe movement as well as searching for similar complaints, reviewing the software code, system logs and databases, instrument history and the architect system labeling. The field service engineer inspected the instrument and verified the processing center cover interlock sensors were functioning properly. The engineer also confirmed the safety features in place during automatic flush procedure functioned properly (the system stopped and a popup message was generated when the processing cover was opened during the automated flush and the automated flush was not implemented and a popup message was generated when the processing center cover was detected to be open when the flush was scheduled to start). Weekly conference calls were scheduled with the customer to monitor the issue. Internal testing did not reproduce the issue. The review of the system logs found that the automatic flush did not occur during the maintenance procedure as initially suspected. A review for similar complaints did not find complaints with unexpected probe movement with a functioning processing center cover censor. No malfunction nor a product deficiency were identified related to this issue. However, the customer was educated to refer to the system operations manual which provides precautions when operating the system and performing maintenance procedures. The operations manual also provides instructions under the moving parts section which indicated that when performing a maintenance or diagnostic procedure, the processing module cover can be opened, however, these procedures may expose the operators to moving parts that can potentially cause personal injury. The operations manual advised the operators to use caution when opening the lid. Enhancement requests have been suggested to provide options to better help the user understand when it is ok to access the processing center and to recommend stopping the processing module during maintenance procedures when the processing center cover is opened at times other than instructed.